Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization procedure, the physician used two enterprise vrd stents and both of them pre-deployed in the hub of the micro-catheter during insertion. The procedure was elective and the access site was the right femoral artery. The target lesion was a paraclinoid aneurysm that was described as saccular. A prowler select plus micro-catheter was used for the procedure. There were no problems noted with the micro-catheter. It was not known if the introducers for the enterprise stents were seated properly in the rotating hemostatic valve. The physician used a double micro-catheter technique after the reported product issue to complete the procedure successfully. There was no reported loss of access to the target lesion due to the product issue. There was no reported patient injury. Addendum: for (B)(4) - based on the analysis, the returned product, the product malfunction (pm) code of delivery wire/unraveled-stretched was added.

Manufacturer narrative:
The report received from the affiliate indicated that during a stent assisted coil embolization procedure, the physician used two enterprise vrd stents and both of them pre-deployed in the hub of the micro-catheter during insertion. It was reported that there was no loss of target site position due to the reported event and no patient injury. One of the returned delivery wires was found to be stretched. The procedure was elective and the access site was the right femoral artery. The target lesion was a paraclinoid aneurysm that was described as saccular. A prowler select plus was used for delivery of the enterprise vrds. There were no problems noted with the micro-catheter. It was not known if the introducers for the enterprise stents were seated properly in the rotating hemostatic valve as outlined in the instructions for use. A double microcatheter technique was used to complete the procedure successfully. There was no reported patient injury. (B)(4): the product was returned for inspection. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424664. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non sterile enterprise vrd and delivery was received coiled inside a plastic bag. The enterprise stent was received deployed inside of a small plastic bag. The delivery wire was with the introducer tube inserted in the distal section. The enterprise coil tip was observed under a microscope and a bent condition was found at 4.5cm from the distal end. The introducer tube was seated into a lab sample microcatheter hub; it was inspected under microscope and no gaps between the introducer and microcatheter hub were observed. Performance of functional analysis of insertion of the stent requires that the stent be on the delivery wire in the introducer; because the stent was received deployed, this additional testing could not be performed. No other anomalies on the returned device were found. Although the deployment of the stent in the hub could not be confirmed; it was confirmed that they had been deployed. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated in the microcatheter hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. The timing of the bent, unraveled condition of the returned delivery wire cannot be determined. The records indicated that the product met specifications prior to shipment. It is possible that it is related to the post procedure shipping and handling of the device. It is also possible that procedural handling related to the introduction process may have impacted these findings. Procedural/handling factors appear to have impacted the failure experienced by the customer. Based on the device history records and analysis there is no indication of any manufacturing defect or anomaly contributing to the events as reported or the condition of the returned device. Therefore, no corrective action will be taken at this time. Please note that this is the initial/final report for this product.